Event description:
A surgical technician reported that an intraocular lens (iol) was exchanged for a different model lens because the patient reported rings and halos. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 11/05/2010, 11/10/2010 and 11/22/2010 by phone, fax and mail. Additional information was received 11/10/2010 by phone. A completed questionnaire has not been received. (B)(4).